Event description:
The customer reported that during a laparoscopic cholecystectomy procedure, the clips fell out of the device; none fell into the patient. Then the nose of the device went off-center and the clips twisted. A second device was used with the same results. The surgeon was able to remove all of the twisted clips from the patient. The case was completed with a non-disposable clip applier. Due to this issue the or time was increased by twenty minutes. There were no patient consequences reported. Two devices will be returned.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation.